Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that despite activated pacer detection, pacer spikes are recognized as qrs and no asystole alarm is triggered. The device was in use and asystole was detected too late. The customer would like to activate the pulse source as an additional alarm to the electrocardiogram (ECG) to increase patient safety. It was reported in recent months, there have been 2-3 patient incidents in which asystole was detected too late. The additional events are reported in manufacturer report numbers 9610816-2023-00012 and 9610816-2023-00014. It was indicated that medical intervention was sought; however, no details were provided. The patient outcomes are unknown. The customer has been informed to notify philips immediately as the log data is no longer available for review.

Event description:
Philips received a complaint on the intellivue mx550 patient monitor indicating that there were problems with the pacer detection, and the customer wishes to have the puls(spo2) simultan to the hf(EKG). According to the customer, it happens that despite activated pacer detection, pacer spikes are recognized as qrs and thus no asystole alarm is solved. In recent months, there have been 2-3 patient incidents in which asystole was detected too late. A good faith effort (gfe) was completed to acquire additional information about these events, but the respondent indicated the customer could not give any further information. The additional events are reported in manufacturer report numbers 9610816-2023-00012 and 9610816-2023-00014. It was indicated that medical intervention was sought; however, no details were provided. The patient outcomes are unknown. No functional test were completed because the customer did not provide additional information.based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed.it is unknown how this issue was resolved. The customer did not provide any additional details; therefore the cause cannot be determined at this time. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H3 other text : the customer did not respond to inquiries for additional information.